Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a parity error on (B)(6) 2010 at address (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the interval plot there was a stack of dots. A review of the episode indicated that the end of the episode was compromised and the stack of markers was the beginning of another episode. It was noted that this data corruption may be a bit flip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.